Event description:
It was reported that the first mitraclip was implanted to treat a lateral commisural jet in the patient with degenerative mitral regurgitation (mr) with posterior flail in p1 segment. There were no issues with the echocardiogram visualization and the experienced physician was comfortable with the leaflet insertion in the lvot view, but a single leaflet device attachment was noted on the first mitraclip before gripper line removal. The clip was confirmed to be securely attached to the posterior leaflet and the gripper line was removed. There was no anterior leaflet damage after the slda was noted. Two additional clips were implanted with excellent results, reducing the mr from 4+ down to 1+. The patient was extubated on the table and is doing great. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system steerable guide catheter (sgc0101, lot 1030315502). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.